Event description:
It was reported that the right atrial lead exhibited noise with inappropriate mode switching. Noise could be reproduced with pocket manipulations and isometrics. The lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).